Event description:
On (B)(6) 2012, the patient reported that the last two infusion sets that he has used have had bent cannulas and his blood glucose levels are elevated. His blood glucose level was around 280-300 mg/dl. His normal range is 128 mg/dl. When he changed his infusion site he found that the cannula was bent. The infusion device displayed e4 (occlusion error). After changing the infusion set he did not have any further problems with bent cannulas. He stated that on (B)(6) 2012, he noticed condensation inside the insulin cartridge compartment of the infusion device. He stated that there was a slight leak when he removed the insulin cartridge. He was able to dry out the insulin cartridge compartment and has not had any further issues with leaking insulin cartridges. The patient was sent an insertion device as a courtesy. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient disposed of the infusion sets and insulin cartridge; therefore, no product will be requested to be returned for evaluation.